Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device shut-down without providing an error message. The customer's father removed the battery and noticed the battery and housing were warm, and the infusion device provided an e8 power interrupt error when a new battery was inserted. No adverse event was reported. The alleged product was requested for evaluation.